Manufacturer narrative:
(B)(4): the customer reported a failure to acquire a 12 lead ECG. There was no negative pt impact. The device was sent to the phillips bench for evaluation. It was clarified the issue was with leads ECG and not pads ECG. The issue could not be reproduced. The leadset and trunk cable were evaluated and confirmed in good condition. We cannot determine the cause of the malfunction as the issue could not be reproduced.

Event description:
The customer reported a failure to acquire a 12 lead ECG. There was no negative pt impact.